Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 9 applications were performed with balloon catheter, afapro28 with lot number 25526, and system notice 50012 ¿the refrigerant delivery path is obstructed¿ was triggered during an application. A clinical issue was encountered during the case. The system notice is not related to reported adverse event. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the patient fully recovered from the pnp by the end of the day of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). The case was aborted while the patient was under general anesthesia. The patient's pnp did not recover at the end of the procedure, but there was "lifting" of the right hemidiaphragm. No further patient complications have been reported as a result of this event.